Manufacturer narrative:
Supplemental report 01- MDR (B)(4) - MDR 3003442380-2026-00330. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03-feb-2026 against lot number 5376484 and similar malfunction codes: use of expired infusion set products. The review confirmed that lot 5376484 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-feb-2026 against "lot number" criteria equal 5376484 and similar malfunction codes: use of expired infusion set products. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 5376484 was manufactured according to the work instruction (wi) version 40 and packaging in the multivac 07, on 18-feb-2022 with a total of (B)(4) units. The sub-assembly of the cannula lot 5380514 was manufactured according to the wi version 34 and manufactured in the line 2, on 14-feb-2022, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5380519 was manufactured according to the wi version 20 and manufactured in the line 7, on 10-feb-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Retain samples testing: retain samples from the relevant lot were requested; however, the reference samples for batch 5376484 were previously tested in complaint (B)(4) on 14-jul-2023. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. For the reported malfunction use of expired infusion set products. All test results were within specification as documented in the attached complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5376484 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in brazil. This emdr is being submitted for unknown number of quantities. It was reported that the patient was hospitalized on (B)(6) 2025 due to insulin leakage observed in her cannulas, which resulted in hyperglycemia. When asked about the consumables in use, she confirmed that she had been using an expired infusion set. During her hospital stay, she developed diabetic ketoacidosis and was treated with intravenous insulin. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.